Event description:
During the device evaluation, white foreign objects and peeled layers were observed sticking of the gastrointestinal videoscope's image guide insertion tube. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: ge3176 rev.: 16 section: chapter 3 preparation and inspection IFU document no.: ge8033 rev.: 09 section: chapter 3 cleaning, disinfection and sterilization procedures should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.